Manufacturer narrative:
Additional/updated information was added to reflect the right side frame and pivot link being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken around the weld at the bottom rear of the side frame and the pivot link was bent. An expanded evaluation was performed on the side frame. The expanded evaluation report confirmed that the lower horizontal side tubing was cracked/broken around the weld where it meets the upright rear tube. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the frame and pivot link are broken on the right side rear where the back cane attaches the frame.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the frame and pivot link are broken on the right side rear where the back cane attaches the frame.